Event description:
Pt was implanted subcutaneously with a vascular graft in 2003 in the above-knee femoro-popliteal position. In may 2003 pt had pain and presented with an inflammatory reaction on the leg. It was reported that the graft was patent.